Manufacturer narrative:
(B)(4). The device was returned and evaluation is complete. A visual inspection on the device (via the clemex intelligent microscope) and broken occluder feet were observed. The device received functional testing with no issues noted. The device received leak testing and a leak was noticed via the broken occluder feet. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Upon conclusion of the investigation, the reported condition was verified but the cause was unable to be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a minicap extended life transfer set, broken occluder feet were found. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated.should additional relevant information become available, a supplemental report will be submitted.